Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient experienced a low blood glucose (bg) on the early morning of (B)(6) 2012. The patient's mother reported that at 1am that morning she found the patient unresponsive and when his blood glucose was tested it was 32 mg/dl. The patient's mother stated the patient has a ''brain condition'' and was hard for her to determine if patient is having signs/symptoms. In response to the low bg, the reporter stated she administered glucagon to the patient and his blood glucose rose to 48 mg/dl. The patient's mother reported that she then gave patient orange juice and called the ambulance at an unspecified time later. The reporter claimed the patients bg continued to drop. At 4:30am when the patient was taken to the ER, his blood glucose was 40 mg/dl when tested with hospital device and he was treated with 50g cho via IV, orange juice and peanut butter crackers. When the patient's bg was retested 1 hour later it was up to 250 mg/dl and the patient was released from the ER. During troubleshooting, the patient's mother confirmed the subject pump was set to the correct date and time and verified all advanced features including I:c, isf, targets and iob (insulin on board) were programmed correctly. It was noted that the patient runs one basal rate and the reporter confirmed it was correct. There were no associated alarms in history. Review of bolus and basal history revealed insulin delivered as programmed and added up correctly with tdd (total daily delivery). The patient's mother denied any issues with patient's site or issues with infusion set. Animas customer support informed the reporter that review of pump did not reveal that the pump was delivering incorrectly. The patient's mother informed customer support that the patient started on insulin pump therapy on (B)(6) 2012. The reporter was advised to consult with patient's hcp for possible changes in bg management. Although troubleshooting did not reveal a malfunction of the animas device, this complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the black box data/histories for the event date have been overwritten due to continued use of the pump. The pump history showed that the pump was running on default time/date since (B)(6) 2015. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.